Manufacturer narrative:
Qc was acceptable. Per the product labeling, "all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the issue is sample-specific. The elecsys hiv duo assay performs within specification.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv duo assay result for a patient sample tested on a cobas e 801 analytical unit. The sample was hiv reactive (4.81 coi). The sample was non-reactive with the abbott hiv ag/ab test. The hiv pcr rna result was negative.